Manufacturer narrative:
Event date unknown. . PMA / 510k: one unknown radial head prosthesis. Part and lot number are unknown; UDI number is unknown. Implanted date: implant date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained.

Event description:
It was reported that a patient had elbow surgery and was implanted with a radial head and stem on an unknown date. Post-operatively, patient complained of pain. Revision surgery was performed on (B)(6) 2017, where both the radial head and stem were removed. Patient was not revised with anything. There was no surgical delay and procedure was completed successfully. Patient status was reported as fine. This report is for 1 unknown radial head prosthesis. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Initial reported as (B)(6) 2017, but should have been (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.